Manufacturer narrative:
There is a possible temporal relationship between pd therapy utilizing an unknown liberty cycler with unknown cassette and the patient event of peritonitis. However, it cannot be confirmed if this patient was utilizing fresenius product(s) at the time their reported peritonitis event was diagnosed. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of any fresenius product(s). Additionally, there is no allegation of a device or product malfunction, deficiency, or defect reported for the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the unknown liberty cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a voice of the customer experience survey, it was reported that this patient was on home therapy and was diagnosed with peritonitis resulting in a two-week hospitalization. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a voice of the customer experience survey, it was reported that this patient was on home therapy and was diagnosed with peritonitis resulting in a two-week hospitalization. Additional information was requested, however to date has not been provided.